Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2011; during the same surgery the patient was reimplanted with a new device. This report is filed (B)(4) 2012.

Event description:
Per the clinic, the patient sustained a blow to the head resulting in a significant performance decrement. Explant and reimplantation is planned but has not taken place at the time of this report (B)(6), 2011. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.